Event description:
I have had the essure since 2010. This device causes me much pain. I feel like I am being stabbed from the inside out. I also feel a burning sensation. After sex I cramp very badly for days. My menstrual cramps have also become more painful. I also have a lot of pain and a very tense hard feeling in my side when I cough too hard.